Manufacturer narrative:
(B)(4). Approximate age of device: 1 year. A section of the driveline approximately 19 inches from the connector, that was removed during the repair, was returned for evaluation. Rescue tape was present at ~8.5" from the metal connector. Damage to the outer jacket was identified below the rescue tape. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was identified throughout the driveline. Visual inspection of the wire found no fracture or breach. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricle assist device. It was reported that the patient was experiencing multiple pump stoppage events. Log files were submitted and reviewed by a representative of the manufacturer's technical services team. Multiple pump stoppages and the pump speed reducing below the low speed limit were observed. These issues only appeared to be occurring while the pump was connected to the power module. The patient was instructed to stay connected on batteries and was sent home. On (B)(6) 2016 submitted x-rays of the driveline were submitted for review and appeared unremarkable. An ungrounded patient cable was requested. On (B)(6) 2016, a driveline replacement was performed. The pump stoppages and speed drops could not be reproduced before or after the driveline replacement procedure. The patient was reported as doing fine. At home with an ungrounded cable. There are no plans for an exchange at this time as the vad team is hoping to explant the patient. The patient is young and has had significant recovery, so the plan is currently to begin working the patient up for stress tests, etc to determine if and when the patient may be explanted.

Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted system controller log files and it was indicated that these events could potentially be related to a compromised wire in the driveline; however, the driveline was not returned in its entirety and the evaluation of the returned portion of the driveline could not confirm the location of the suspected wire issue. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. An approximately 19 inch section of the external driveline was also returned, which was severed and replaced during the distal end percutaneous lead repair. Damage to the outer jacket was identified below rescue tape at approximately 8.5 inches from the metal connector. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Minor breakdown of the metal shielding was identified throughout the external portion of the driveline and approximately 1.5 inches from the pump housing. Abrasion marks were identified approximately 2 inches from the pump housing on the red, orange, and brown wires; however, visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 06/21/2016 reporting that the patient was in the operating room, and the pump was being explanted for recovery. According to the information, the pump was functioning normal as reported. Log file was submitted and reviewed and it was indicated that the pump speed was at 8600 rpm prior to the pump being turned off in the operating room. The patient's inflow cannula was left in place as a plug.